Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date in the same month this report was received, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was not reported. Treatment for the bacterial peritonitis was not reported. One day prior to the receipt of this report and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date in the same month this report was received; extraneal therapy was discontinued, automated peritoneal dialysis therapy was changed to continuous ambulatory peritoneal dialysis (capd) therapy, and physioneal therapy was ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.